Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said that at some point stopped feeling stimulation and was still having accidents however when asked, patient couldn't remember when this was noticed. Patient said had an appointment at hcp office (date unknown as patient can't remember) and was told that implant was off. Patient said that their neck/back issues are worse and needs an MRI however doesn't know how to connect to device. Patient asked for assistance. Reviewed handset information and patient was able to plug in the handset to charge however at this point, handset is at0%. During the call, patient said couldn't find the communicator, so reviewed information about communicator and sent literature that shows picture of external components to patient. The issue was not resolved through troubleshooting. The caller was redirected to continue looking for the communicator and if finds, patient to plug in and recharge. Patient to call patient services when charged to review navigation basics and how to place into MRI mode. If patient can't find, then call to order replacement communicator. Patient's MRI appointment is scheduled for wed nesday. Additional information received from the pt located their communicator and called back to request assistance with activating MRI mode. Pt stated they need MRI scans for neck and back problems patient indicated that their implant "pokes out" and stated this has been going on "kind of since last year". Pt stated there is "something under my skinthat is really obvious". Pt denied any recent trauma to implant site or falls. Agent did not ask about the circumstances that led to the reported issue. The patient reported again they have not been feeling stimulation "like back when it was working" but then later stated they "think it's helping". Pt confirmed on the call that therapy was on. Reviewed therapy overview and considerations of therapy changes. No further complications were reported at this time.

Event description:
Additional information was received from the patient. They reported that they have been very ill again. When asked for appointment dates with the hcp, the patient responded that they don't know all, but on (B)(6) 2023 they saw the hcp, "but lots." When asked for the cause of the implant poking out, they responded that it was not determined, but the hcp also said it looks like it got flipped around. On (B)(6) 2023 , there were no comments other than the hcp turning off the device because they could still not turn it off and on. The hcp asked the patient what they wanted to do, and the patient was in lots of pain; they felt like they were having a baby, their stimulation was something hard in their vagina and needed it to stop. The patient is 71 and have always been active until trying to solve this embarrassing problem. They were so miserable. They were very disappointed and their incontinence and urgency made it all worse. The patient could not stand to use the restroom and had to be changed. It was off the first time they went to see what was wrong. Additional information was received from the patient on 2023-mar-20. They reported that they couldn¿t get the device to work at the hospital and had terrible pain ¿down there¿ and it was determined to be because the patient had it turned on too high. It felt like it was falling out of their vagina. Turning it down/off took the pain away and resolved the issue. Regarding the ins flipping, the patient said the doctors don¿t know what to do about this, so no steps have been taken so far, and there are no planned steps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.